Event description:
A saluda representative was informed of an infection in a patient implanted with a trial evoke spinal cord stimulation (scs) system. The trial leads were implanted, and on day three (3) of the trial period, a competitor¿s device was connected to the existing trial leads. Three (3) days later, during removal of trial leads, an infection was identified. The patient was reported to be doing well; however, the permanent implant procedure has been postponed. Additional information regarding the infection was not available at time of reporting.